Event description:
The customer reported that while being used on a patient, the set of pads arced and shot flames out of them. The patient was properly prepped, shaved, and had no jewelry or other items on that one would reasonably consider to be a contributing factor.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.